Event description:
The device was returned to the svc ctr with a report from the customer contact that the pump displayed the message, "distal line occlusion." No add'l info was provided. This is not a reportable malfunction. However, during verification testing at the svc ctr, it was noted that the device door roller was broken.

Manufacturer narrative:
The device was received. Investigation is not complete.